Manufacturer narrative:
Images from the reported issue show the construct was oc-c3 with five screws in the oc plate and screws in c2 and c3. The first image shows that the screw broke at the neck between the threaded portion and spherical head of the screw. Other images then show screws backing out of the occipital plate completely (the three mid-line screws fully backed out and the two lateral screws remained in place).

Event description:
It was reported by a representative from (B)(6) that a revision surgery was completed due to quartex screw backing out of a plate post-operatively.